Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3889-28, lot# v004253, implanted: (B)(6) 2006, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4)

Event description:
The consumer reported that the patient wanted to shut therapy off to see if it was helping. The patient was self-catheterizing a couple times a day and had trouble emptying their bladder completely. The patient had nerve damage in their lumbar spine. The patient did not see a yellow light when they shut their implant off. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.